Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing and cartridge tubing. Customer's blood glucose was 137 mg/dl. No additional information was provided.